Event description:
It was reported that during a routine check conducted by the customer the cardiosave intra-aortic balloon pump (iabp) had a helium tank pump that was depleting with no use of the pump. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The acceptable helium leak rate is 20 psi in 5 minutes; meanwhile, the customer's unit leaked at 35 psi at 5 minutes. The fse tightened the right angle helium fitting on high pressure helium regulator. The leak rate became 5 psi in 5 minutes. The unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and to fix the helium leak issue, fse tightened right angle helium fitting on high  pressure helium regulator. After this, issue has been resolved. Unit passed all calibration, functional and safety tests. Unit was returned  to customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.